Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator had "stopped reading tidal volume" and was "storing the exhalation calibration". The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and could not duplicate the reported event. The se performed calibrations and extended self-testing on the device and all tests passed.